Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion event. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. Physical inspection of the device showed the only observed anomalies were dull iui connectors and 3rd party parts (latch/sear, rear case). Analysis of the pcu event log showed that the pump module was programmed at 9:03 am on 30 december 2017 to infuse vasopressin non-weight based dosing 20units/250ml at a rate of 30ml/hr with a vtbi of 200ml. At 10:42 am, the device was paused and then restarted 50 seconds later. At 10:47 am, the door was opened and then closed and the device was paused. Five seconds later a channel disconnect occurred and the device was removed. The user selected softkey 14 to address the channel disconnect pop-up. The volume recorded as being infused during this period was 51.281ml. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.